Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the vibrant soundbridge was explanted as the patient's hearing thresholds dropped outside the device indication criteria. The device itself was functional. The patient was re-implanted with a cochlear implant.